Event description:
Pt underwent a sling procedure in 2004. Three days earlier a vaginal exposure was noted and the pt was prescribed vaginal cream. About four months later, the mesh was removed transvaginally under spinal anesthesia. After six weeks of healing, a repeat sling procedure was performed due to severe leakage.